Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) device was analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) lead presented to the hospital after experiencing syncope. Their heart rate was 20 bpm. Available data in the remote monitoring system showed loss of capture, noise, pacing inhibition, and high, out of range pacing impedance measurements of greater than 3000 ohms. Pacing threshold measurements were high, under-sensing was reported, and it was suspected the rv lead was dislodged. On (B)(6) 2019 the rv lead was explanted and replaced; the ICD remained implanted with the new lead. However, a few weeks later the patient had similar symptoms. On (B)(6) 2020 the new rv lead and the original device were explanted and replaced. The physician questioned a device header issue as the cause of the observations, and explanted the device. No additional adverse patient effects were reported.